Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (250 mg/dl). Reportedly, customer needed their basal rate and carbohydrate ratio adjusted. Customer adjusted pump settings and delivered a bolus to stabilize blood glucose levels.